Event description:
It was reported that the pump has a broken latch and will not lock the cassettes. There was no patient involvement. Device evaluation revealed a faulty latch lock sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The latch lock sensor was found to be faulty as the pump was not recognizing cassette attachment. The sensor was replaced to resolve this issue.